Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the mains power switch was in the off position and was not charging. The fse made the adjustment and verified that the iabp unit was charging properly. The unit passed all calibration, safety and function tests that were performed. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) stopped working while plugged into an outlet. The battery back-up did not kick in. The customer tried various outlets and still the unit would not power up. This event was discovered during a daily check by the customer. There was no patient involvement; thus, no adverse event was reported.